Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate during the vibrate test. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was also reported that insulin pump was acting weird, for instance there was no vibration and a lot of issue. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.